Event description:
Revision surgery - the socket shell was not engaged due to cement found in the taper hole of the size 8 rsp humeral stem. The neutral socket shell and 32mm standard socket insert were removed and replaced with a neutral socket shell and 32mm semi-constrained socket insert. The original size 8 rsp humeral stem was left in the pt per the agent. The pt was never stable, the reason according to the surgeon was the stem had cement debris on the morse taper to the cavity to the stem. The stem was completely stable, flushed, and scraped before re-engaging the shell to it.

Manufacturer narrative:
The patient had an rsp system installed on (B)(6) 2011 and a revision surgery on (B)(6) 2012 due to an unstable fit. The outcomes attributed to this event are non-serious. There is no information in this complaint about any accidents, contraindications, or activities that may have led to the unstable shoulder joint. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The stem was left in the patient, and the other devices were disposed of and not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows prior complaints for the socket shell and humeral stem part numbers. None of these cases involved a situation that played a role in the cement contamination in this complaint. The root cause for the unstable rsp system was due to improper surgical technique. The proper technique calls for the socket shell and the humeral stem to be assembled on the back table fixture in the operating room, away from the patient, thus preventing contamination of the morse taper zone. There are no indications of a product or process problem affecting the safety or effectiveness of the implant.